Event description:
Event description guidant received information that this implantable atrial generator and associated implantable transvenous defibrillation lead exhibited a lead integrity test measurement of > 125 ohms. The shocking lead impedance measurements were normal at the implant procedure, approximately 3 months ago, but increased slightly post-op.